Event description:
It is reported that during a case, the surgeon noticed that a piece of the fiber metal mesh is sticking out like a "spike". The surgeon stated that the spike went through his glove and he then proceeded to put the implant down away from the sterile field. A new implant and instrument were provided to the surgeon and after his gloves were changed and the wound examined, the case proceeded with no further incidents. Upon questioned after the case, the surgeon stated that he did not believe the spike on the cup had pierced his skin.

Manufacturer narrative:
Eval summary: it could not be confirmed that a wire is protruding from the shell that was returned. It is possible that the protruding wire broke off while the device was being returned. The shell was not returned in the initial packaging. By nature of the material, post-mfg handling has the potential to pull up a loose wire. Post-mfg handling may have pulled the wire loose in this case. With the info provided, a definitive root cause for this event cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. The part meets print spec where measured. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.